Manufacturer narrative:
The following fields have been updated in the parent record with corrected information. The awareness date was updated in the parent record from 18-dec-2025 to 18-feb-2026. Therefore, the date received by manufacturer should reflect 18-feb-2026 henceforth. Investigation summary: bd received one photo for investigation. The indicated failure mode of sleeve leakage was not observed in the provided photo. Additionally, ten retained samples were used for functional tests; all sleeves recovered as expected, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber sleeve of one device was not returning after use resulting in sleeve leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the rubber sleeve of one device was not returning after use resulting in sleeve leakage. No adverse impact was reported regarding the patient or user.